Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance with the solitaire and the delivery wire separated. The patient was undergoing treatment for ischemic cerebral infarction located in the middle cerebral artery. One pass was made with the solitaire. The patient's vessel tortuosity was normal. It was reported that an attempt was made to perform the second pass because the revascularization was not be attained after the first pass. When the solitaire was moved forward in the microcatheter, the stent could not be seen to have pushed forward while there was some resistance. Only the delivery wire moved forward in the microcatheter. The device was collected, and the stent and delivery wire were disconnected. The device was replaced, and the patient did not experience any injury. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the solitaire x revascularization device was returned for analysis within a shipping box and within primary and secondary plastic pouches. ¿ visual inspection/damage location details: the solitaire x pusher was found broken at ~9.0cm from the distal end of pusher. The pusher shrink tubing was found stretched and broken. The pusher marker coil and stent attachment zone (proximal marker) were found in good condition. The solitaire x stent non-working (tear drop) length struts and working length struts were found bent. ¿ testing/analysis: the solitaire x pusher was sent out for sem (scanning electron microscopy) failure analysis. Per the analysis re port, the wire fractured within a bending/kink area. The fracture initiated from the surface via fatigue. The rest of the surface failed via overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿separation¿ reports were confirmed. The device can become damaged if advanced/retrieved against resistance. Resistance can occur due to patient vessel tortuosity, device compatibility, or lack of continuous flush. Device separation can occur due to anatomical considerations such as level of tortuosity or variants of anatomy at the aortic arch or neurovasculature, delivery and retrieval friction, resistance where the forces applied to the binding of the solitaire device may be greater, higher number of device passes, guide catheter technique, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retr action process, alignment of the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. The patient's vessel tortuosity was normal and device separation occurred during the second pass attempt. In this event, it is likely the pusher became kinked within the catheter during the second pass subsequently separating upon retrieval. It appears force was used during delivery of the solitaire x revascularization device. The catheter used in the event was not returned. In addition, the make/model of the catheter was not provided. Therefore, any contributing factors from the catheter could not be assessed. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.